Event description:
A consumer reported they had messed around with the settings and wasn't sure if it was the circulation that was causing a tingling sensation in the patient's feet or if it was the implantable neurostimulator (ins). The caller would follow up with their healthcare professional (hcp). The ins was indicated for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that no specific troubleshooting was performed other than meeting with the manufacturer representative for re-education. It was reported that the cause of the tingling in the patient¿s feet was from their implantable neurostimulator (ins) when increasing the amplitude. The patient met with a local manufacturer representative on (B)(6) to review their programming and to re-educate them on how the ins worked. It was noted that the patient was (B)(6) and struggled with grasping concepts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.